Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) worked properly but the patient developed urethral atrophy and a smaller cuff was needed. Therefore, the cuff was removed and replaced. There were no patient complications.